Event description:
The hosp reported that the disposable cutting loop broke off into the pt's urethra during a trans urethral resection of the prostate. The piece was not retrieved. The hosp reported that the piece may have been removed during the resection. There were no complaints.